Manufacturer narrative:
The faradrive sheath was not returned to boston scientific for analysis; however, media analysis was conducted of an image of the disassembled sheath components included with the device complaint. The media analysis was not able to confirm the reported clinical observations.

Event description:
It was reported that a catheter introducer became lost in the sheath. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath was inserted into the body prior to the transseptal puncture to perform a cavo-tricuspid isthmus (cti) ablation with a non-boston scientific radiofrequency (rf) catheter. After the cti ablation was finished the rf catheter was removed when it was realized that the introducer for the device was missing. The physician thought that it may have gone through the sheath into the patient, and because the introducer was not radiopaque there was no way to know. The faradrive sheath was removed from the patient to see if a second introducer could get stuck in the sheath upon insertion. While doing this the first introducer was found on the sterile field. While testing the second introducer in the faradrive on the back table the introducer never came out of the sheath. The sheath was then cut open to see where it got stuck and how it could have happened, but the second introducer somehow could not be found in the sheath. The sheath was replaced, and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter introducer became lost in the sheath. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath was inserted into the body prior to the transseptal puncture to perform a cavo-tricuspid isthmus (cti) ablation with a non-boston scientific radiofrequency (rf) catheter. After the cti ablation was finished the rf catheter was removed when it was realized that the introducer for the device was missing. The physician thought that it may have gone through the sheath into the patient, and because the introducer was not radiopaque there was no way to know. The faradrive sheath was removed from the patient to see if a second introducer could get stuck in the sheath upon insertion. While doing this the first introducer was found on the sterile field. While testing the second introducer in the faradrive on the back table the introducer never came out of the sheath. The sheath was then cut open to see where it got stuck and how it could have happened, but the second introducer somehow could not be found in the sheath. The sheath was replaced, and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.